Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that there was an issue with the torque limiter attachment device. According to the reporter, they had a hard time getting the torque limiter to pop during the surgery. It was further reported that the device was frozen. There was a two minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was not reported if there was any medical intervention or prolonged hospitalization. It was reported the surgery was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.